Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 25-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 29.6 mg/ml dilaudid at 7.842 mg/day via an implantable pump for non-malignant pain. It was reported that the hcp was planning on doing a baclofen trial by pushing baclofen through the catheter access port on (B)(6) 2018, however, he was unable to aspirate the full catheter volume. They were only able to aspirate less than 1 ml. No symptoms were reported. It was later reported that the hcp did not try injecting the baclofen at the time of the trial. The cause of the inability to aspirate was not determined, but it was noted that they did not suspect any issues with the pump or catheter and the patient was receiving adequate therapy. The hcp planned to add baclofen to the pump at the next refill, along with the dilaudid. The issue was considered to be resolved. No further issues were reported or anticipated.